Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 18 days of support, the patient experienced a stroke. A CT scan showed bleeding in the left frontoparietal cortex and an infarction 2-3 days old at the right cerebellum. There was a possible ischemic stroke in the brain stem. The patient was on heparin therapy. The patient's partial thromboplastin time was in range between 50-65 seconds. There was no increase in lactate dehydrogenase levels. It was reported that the lvad performed well. The patient expired on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The device was not explanted and was therefore, not available for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.